Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular (rv) channel that resulted in pacing inhibition with approximately two and a half seconds of asystole. It was noted that the patient was undergoing a procedure where electrocautery was used and caused the noise. The device and rv lead remain in service. No adverse patient effects were reported.